Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed . A receiver charges and boot up was performed and passed. A download rx log and perform review of the rx log was performed and rx log shows that the patient attempted to pair a tx unit that had previously sent a low transmitter battery alarm and a screen transmitter error alarm to the smart device and\or rx unit. Please note that when a tx unit had already sent a low transmitter battery and a screen transmitter error alarm to the smart device and\or rx unit. Tx unit will never be able to pair with the smart device and\or rx unit. A test on receiver functional test station was performed and passed. A perform paring\calibration and performance test was performed and passed. A review of the bin file was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failure alert. The reported event of a pairing failure is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.